Event description:
Customer reported receiving a reading on her freestyle freedom lite blood glucose meter of 168 mg/dl, which was lower than she felt. Customer further reported she took medication (not identified) based upon the reading and subsequently experienced vertigo and lost consciousness. Customer reportedly took a prescription medication (not identified) in response, which was a change to her normal medication. No third-party medical intervention was received. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.